Manufacturer narrative:
Per srt, the minimum acceptable air pressure is 55 psi. He replaced the transducer. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed release testing. The air pressure read 53 pounds per square inch (psi) when actual pressure was 60 psi. There was no patient involvement.